Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for routine follow up with low atrial lead impedance, intermittent capture, sensing anomaly and noise. A chest x-ray did not show any anomalies. The device was programmed to unipolar and the patient would be monitored.